Event description:
The device was returned for pneumatic valve leak failure (valve 3). Upon return, the device started up with no alarms. Log files indicate pneumatic valve leak failure (valve 4). Performed hardware test and unit failed for valve 4 common leak failure. Removed and replaced pneumatic manifold assembly and performed hardware test and error did not occur. Internal investigation found front housing damaged due to broken screw mounts and handle assembly due to broken screw mounts. Front housing and handle assembly will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: " mechanical hardware failure (valve 3)". Patient harm: no. Active infusion stoppage: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.